Manufacturer narrative:
Eval summary: the complaint device associated with this report was not received for eval. An empty carton was received at which time no further investigation was possible. Lot history was reviewed and no similar complaints have been reported for this lot. A retention sample was tested and all results conformed to the specs for the tested parameters. No foreign material was observed in the retention sample. There were no remarks in batch record filling. All syringes were visually inspected for foreign material by qualified operators and items with foreign particles were rejected. No root cause could be identified. Add'l info was requested on 04/27/2011 and 05/06/2011. (B)(4).

Event description:
An ophthalmic surgeon reported there was a black foreign particle in this product that got into the pt's eye during surgery. On (B)(6) 2011, add'l info was received stating the particle was completely aspirated from the pt's eye without pt harm.